Event description:
During a procedure, the jaws of a laparoscopic tissue sealer device would only work intermittently. A new device was obtained, no further issue. No harm to pt. No delay in care. FDA safety report ID# (B)(4).